Manufacturer narrative:
(B)(4): product evaluation pending. Issue is being reported as alert could not be cleared by operator. Date of manufacture: may 2013.

Event description:
It has been reported the AED is not functioning correctly.